Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The device was reprogrammed to resolve the issue. Patient was in stable condition and experienced no adverse health consequences.